Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, remedial action required, remedial action #, imdrf annex a, b, c, d and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported the clinician manually programmed, using guardrails, a new prefilled syringe of hydromorphone (6mg/30ml) into the patient controlled analgesia pump module (pca). The prefilled syringe is manufactured/compounded by sca pharmaceuticals, lot# 1223049322, unknown sku. The pca however reportedly displayed a total volume of 29.1ml and not the expected 30ml. No priming was done as the tubing already was primed with a previous hydromorphone infusion. There was patient involvement but no harm.

Event description:
It was reported the clinician manually programmed, using guardrails, a new syringe of hydromorphone (6mg/30ml) into the patient controlled analgesia pump module (pca). The pca however displayed a total volume of 29.1ml and not 30ml. No priming was used as the tubing already was primed with a previous hydromorphone infusion. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.